Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that nurse gave the pt a PICC puncture. Normal implant process. On (B)(6), she found puncture points of leakage where was 10cm. A new PICC was placed.